Event description:
It was reported that an alarm 25 occurred, indicating the cartridge was removed during pumping. The customer's blood glucose level (bg) was displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address their bg level. Technical support educated the caller about the alarm, and the customer understood and acknowledged the explanation.